Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette warning during drain 5 of 5. The patient stated that he did not see air in the lines but there was fluid on the floor. Patient cancelled treatment and removed cassette. Patient stated that he did not see fluid in the cycler or around it but he did not feel comfortable using the cycler. I am replacing the cycler due to the m31 and per the patient's request. Patient was advised to discontinue use of the cycler. Patient has manuals as alternative treatment. Follow up with the patient indicated that there was no complications as a result of the fluid leak and there was no medical intervention. The device was discarded by the patient.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was discarded by the complainant. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."